Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr performed alarm checkout procedure. No problem was found. It was recommended that the unit should get 12k preventive maintenance and 7yr kits installed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator stopped ventilating while on a baby during a hospital generator test and did not give a loss of power alarm. The patient desaturated to 50% and was manually ventilated while respiratory therapist restarted the ventilator. The patient was placed back on the ventilator and will be transferred to back up ventilator once available.